Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. Under magnification it was observed that the active tip had a burnt manifold between the 3 o'clock to 7 o'clock position, indicating a spark did occur on the active tip, confirming this complaint. The damage to the tip would lead to display output shorted error on the generator and result in the device to stop working, confirming this complaint. This damage is consistent with the tip of the device coming into contact with a secondary metallic object during activation. Saline residue was visible in the suction tube, indicating the device was used. No functional testing was conducted to avoid further damage to the electrode and damaging test equipment. The supplier completed a CAPA investigation to address the melted manifold failure. The likely root cause has been identified as small gaps or low application of the epotek adhesive creating a weak dielectric barrier between the active tip and the surrounding ceramic head, resulting in the failure of melting/burnt ceramic head material. Training requirements were updated to be performed on a six-month basis. A manufacturing record evaluation was performed for the finished device lot and product number, and no non-conformances were identified. This lot of product was manufactured after implementation of the CAPA corrective actions. Although the CAPA is now closed, the measures implemented into the manufacturing process were only to reduce the level of occurrence to an acceptable level and not completely eradicate the likelihood of this failure mode happening. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the vapr s90 electrode started sparkling inside the joint and give a signal to the machine that read" output shorted" while pressing the yellow pedal and did not work anymore. It was noticed that there was a black spot on the tip of the electrode. The procedure was completed with a second electrode. There was ten (10) minutes of surgical delay. Patient consequences were not reported. This is report 1 of 1 for (B)(4).